Event description:
It was reported that post port device implant and upon imaging, extravasation was allegedly noted and a crack was noted on the device. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI implantable port attached to a groshong catheter segment was returned for evaluation and three electronic photos were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and fluid leak issues as a circumferential split was noted on the catheter approximately 5.3cm from the distal end of the cath-lock. The edges of the circumferential split were noted to be sharp and non-uniform. Further during functional evaluation, leak was noted from the circumferential split upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant and upon imaging, extravasation was allegedly noted and a crack was noted on the device. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2024).